Event description:
I had an allergan natrelle breast implant 9 years ago, this august I was diagnosed with arthritis and I have had symptoms of chronic fatigue, headache, nausea, gastrointestinal problems, insomnia, depression. I was investigating and I realized that these prostheses of this brand were withdrawn by the FDA and I have the lot of these prostheses. I contacted them allergan natrelle here in (B)(6) since I am in (B)(6) I contacted them allergan natrelle here in (B)(6) and they tell me that my symptoms are not part of the guarantee and that they do not respond for the implants that they placed me even though these are within the batch of implants that required removal. FDA safety report ID# (B)(4).